Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's son reported via phone call that the customer was hospitalized due to heart pain, potassium level was too high and arteries were clogged. Customer was wearing the device during time of emergency room visit. Customer's son reported that customer was hospitalized on (B)(6) 2015 for diabetic ketoacidosis due to high blood glucose of 560 mg/dl, which led to a heart attack. Customer's son reported another incident where the insulin pump did not delivery the correct amount of insulin and the customer's blood glucose went up to 450 mg/dl. Customer's husband reported the insulin pump did not delivery the correct bolus. Customer's blood glucose was 250 mg/dl and the insulin pump attempted to treat the blood glucose with 11 units of bolus. Customer's husband reported that the customer had been experiencing low blood glucose of 42 mg/dl. Customer had been off the device due to being hospitalized for heart condition and dialysis. Customer will not be returning the device for analysis.